Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker feels well with exercise, however, when slowing down and then moving around it seems too aggressive. When the patient walked around the office the heart rate went to 90 ppm. The health care professional (hcp) consulted with boston scientific technical services (ts) and current rate response programming was reviewed and options for making the activity sensor less aggressive were discussed. No adverse patient effects were reported. The system remains in service.